Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the little tortuous and very hard calcified superficial femoral artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was good.